Manufacturer narrative:
A replacement glidescope titanium lopro t3 was provided to the customer and the titanium lopro t3 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 and confirmed the intermittent image issue. The technical service representative noted that the blade intermittently ceased to be recognized by the monitor when it was connected to the test equipment. It was also noted that there was visible corrosion on the pins. The technical service representative attributed the no image / intermittent image issue to blade failure. Since the customer had already received a replacement glidescope titanium lopro t3, the returned device was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the blade produced an intermittent image. The customer reported that the issue was isolated to the blade. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.